Manufacturer narrative:
Event date of repeated loosening prosthetic abutment not provided. Unknown abutment screw.

Event description:
Doctor reported repeat problems with an unknown prosthetic abutment loosening up within a (tsvwb10) implant.

Manufacturer narrative:
One zimmer dental healing collar along with a zimmer tapered screw vent implant was returned for inspection. A visual inspection revealed moderate wear about the collars and threads. The hex heads were also slightly worn, but functional. The numbers appear to be delaminated from the surface. Parts were functionally tested by mating them together, and they were found to fit tightly with no loosening detected. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15. Healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter (figure a). The top surface of the healing collar is etched with three numbers (figure b) to reference implant platform diameter (left), emergence profile diameter (top right) and cuff height (lower right). The numbers for implant platform and emergence profile show only the initial digit of the related measurement. Probable causes could not be determined for this complaint with the information provided. Functional testing showed that the implant and collar fit tightly with no problems. Because nothing is known about patient parafunction, the event is considered non-verifiable.